Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the last few weeks, multiple intermittent altitude alarms occurred during customer's insulin delivery. The customer's blood glucose level ranged between 107 to 130 mg/dl. Reportedly, the customer was ultimately able to clear the alarms and resume insulin delivery.